Event description:
Liver ablation of a small hcc mass using the intelliblate system and associated ximetry probe assembly. Placement of a single xpa and the ablation was performed with no issues. Following the ablation, the post CT scan showed evidence of active hemorrhage. Patient was moved to the angiography suite where an angiogram identified the source of bleeding. The pseudo aneurysm was successfully embolized and the patient was discharged the following day on (B)(6). Dr. Reports on (B)(6) that the patient is doing well.

Manufacturer narrative:
Customer reported a patient experienced an active hemorrhage as evidenced by a CT scan post microwave ablation procedure of a small hcc mass on (B)(6) 2024. Angiogram was immediately performed to identify the source of the bleeding and an additional embolization procedure was successfully conducted to address a pseudo aneurysm. Patient was discharged the following day, on (B)(6) 2024 and physician reports the patient is recovering. No allegation of malfunction is reported against the intelliblate ximitry probe as the reporter confirmed the initial ablation procedure was performed without issue. Varian medical professional provided a medical review of the event on 29/oct/2024 and determined that the information reasonably suggests that the varian device has or may have caused or contributed to a serious injury. Given that unexpected medical intervention was required after the ablation procedure, this event is deemed a serious injury. Bleeding/hemorrhage from a pseudoaneurysm or otherwise, is a known potential complication with puncture of the liver by a device such as a needle or probe.